Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the user facility nurse reported that during several attempts to place the icy catheter (lot #91737) into the patient's right femoral vein by a physician, the catheter would not advance pass 20 cm. Since the catheter would not advance, the surgeon used the saldinger technique to remove the guidewire (lot #unknown) but the strategy did not work as the guidewire seem to get "caught up". Finally, the physician attempted to retract the guidewire and icy catheter together but the guidewire broke and unraveled. However, the experienced physician with zoll ivtm products was able to removed both the guidewire and the icy catheter from the patient without further incident. A new catheter was placed to continue with patient's ivtm therapy. No patient consequence was reported. The MDR for the guidewire issue is submitted under MFR 3010617000-2019-00771.